Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176746. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
A voluntary MDR/medwatch report was received on 10/27/2025. It was reported that a skin reaction had occurred. The date of the event is an approximation. According to a report received via maude, it was reported that on (B)(6) 2025, a patient experienced a skin infection associated with the use of the g7 sensor. The patient required hospitalization for five days and was treated with antibiotic medication (augmentin). The route and dosage of the medication were not specified in the report. Due diligence was not attempted as the reporter's details were not able to be identified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.